Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that both the workstation and the boom external monitor went black for about 45 seconds while in 'operate'. The surgeon monitor was physically disconnected since the account believed the boom monitor performed better when the surgeon monitor was disconnected. It was noted that the surgeon monitor was disconnected for the last 5 or so cases. After waiting about 45 seconds for the screen to return, the hdmi for the external monitor was disconnected, and about 20 seconds after, with the hdmi disconnected, the workstation monitor image came back. They didn't want to risk the case, so they left the boom monitor disconnected and only used the workstation monitor to finish the case. When the screen returned, they had to reverify all of the instruments. No soft or hard reboot was necessary. There was no impact to patient's outcome and the delay was about 5 minutes.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report#: 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) the system was serviced in the field. In summary, the complaint was not confirmed. The system functioned as intended and the issue was unable to be replicated. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed for this event. In summary, a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.